Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer observed universal surgical manipulator (usm) 3 was not engaging with instruments. The customer stated they tried a stapler and a vessel sealer, but neither would engage. Prior to calling, the customer emergency stopped the system twice with no change. The customer also mentioned they had replaced the drape, but the issue persisted. Also prior to calling, the customer opted to move usm3 out of the surgical field and continued the procedure with usms 1, 2 and 4. The technical service engineer (tse) advised the customer to hard cycle the system after the case completes. The customer had also called the field service engineer (fse) to inform them of the issue. The customer informed that after removing the sureform 60 stapler from usm3, they were not able to get instruments to engage on usm3. The customer noted that one of the discs on the sterile adapter was not spinning. The tse reviewed the logs and found multiple 22020 errors on usm3. The tse informed the fse to ensure the customer is not attempting to reinstall the failed sureform stapler. The tse informed the next troubleshooting steps would be to reseat the sterile adapter, if there was no change, to replace the drape, and if there was still no change, usm3 may require replacement. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the procedure was completed robotically with the remaining 3 arms. After the issue occurred, usm 3 was not used again for the duration of the procedure. The engagement issue occurred towards the end of the procedure, after the stapler was stuck on tissue. The reporter stated the surgeon was able to resolve the issue by using two cadiere forceps to pull the tissue out of the stapler, creating an anastomosis. The surgeon then sutured the tissue. The reporter indicated the system initially powered on without errors and the usm worked well previously in the procedure. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information. This record will capture the issue with the usm being abandoned during the procedure, while the issue with stapler stuck on tissue and patient injury will be reported under patient identifier (B)(6).

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced universal surgical manipulator (usm) 3 to resolve the engagement issues. The system was tested and verified as ready for use. The usm has been returned for evaluation, however the failure analysis investigation has not been completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. A review of the site's complaint history indicates that this record is related to the event that is being submitted under patient identifier (B)(6). No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a universal surgical manipulator (usm) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. Additionally, a field service evaluation resulted in the usm being replaced. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Additional information found in: g3, g6, h2, and h3. Failure analysis information can be found in h6 and h10. Failure analysis (fa) confirmed and replicated the reported failure of engagement issues. The universal surgeon manipulator (usm) was tested an in-house system and triggered engagement error 22020. The unit failed the carriage direction test on dof 5. The unit went through more testing and passed direction test, lissajous, c characterization, sensors check, sine cycle, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The carriage will be replaced which will fix the reported issue.

Event description:
Refer to h10/h11 for follow-up information.